Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image provided. The images were reviewed, and the complaint condition is confirmed. The irrigation tube is twisted and deformed, likely from a large bone chip generated during reaming. There are no broken parts in the images provided, therefore it cannot be confirmed that the device is broken. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection was not completed. A document/specification review was completed on dwg 03_404_000 rev a. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Comments h6: a device history record (DHR) review was conducted: manufacturing location: packaged, sterilized and released by: monument, release to warehouse date: 15-jul-2021, expiration date: 01-jul-2022, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 281p479 (sterile), lot quantity: (B)(4). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged lot number: 269p689 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ream rod/dr shaft seal lot number: 93p9843 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly lot number: 269p719 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m033, ria ii graft filter lot number: 167p730 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance dated 23-apr-2021 was reviewed and determined to be conforming. Part number: 03.404m014, irrigation tubing set lot number: 223p582 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance dated 26-may-2021 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 269p590 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance dated 23-jun-2021 was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged lot number: 281p457 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly lot number: 245p092 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance dated 04-jun-2021 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a femur procedure, the ria reamer broke. The outer tubing of the reamer shaft became twisted and unable to be used. The procedure was successfully completed using a second set of instruments. The procedure and patient outcome are unknown. There was no patient consequence. This report is for one (1) ria 2 bone harvesting kit l520. This is report 1 of 1 for (B)(4).